Manufacturer narrative:
A stryker service representative performed an evaluation of the customer¿s device and observed that the device did not deliver defibrillation energy. Stryker determined a faulty analog pcb assembly was the cause of the reported issue. The device was found unrepairable and will be returned to the customer unrepaired.

Event description:
A customer returned their device for functional and performance testing. During the device's performance inspection procedure (pip), stryker observed the device did not deliver defibrillation energy. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
The device was scrapped by stryker. The customer approved the device disposition and device tracking was notified that the device was scrapped.

Event description:
A customer returned their device for functional and performance testing. During the device's performance inspection procedure (pip), stryker observed the device did not deliver defibrillation energy. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.